Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.

Event description:
During an aneurysm coiling procedure, it was reported that the coil broke during placement. Part of the coil was inside the aneurysm and part of it was located in the parent artery. It was successfully retrieved with a microsnare. No pt injury reported.